Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon and a guide wire. The guide wire was measured with a calibrated snap gage and measured .0175¿. The balloon was tightly folded and there was blood and contrast in the inner shaft (wire lumen) for a majority of the device length, and contrast inside the balloon. The hub, shafts (inner and outer shafts), balloon, markerbands and tip were microscopically, tactile and visually inspected. Inspection revealed the guide wire was inside the inner/wire shaft of the device and 119 cm of wire was protruding from the tip of the device and damage (folded backwards) to the tip. There was no damage to the shaft. The wire was gently tugged distally, and the wire removed easily out of the catheter shaft. Both ends (distal and proximal ends of wire lumen) were measured with a calibrated pin gage, with both ends measuring .018¿, meeting the product specification. Functional testing was executed with the returned guide wire by loading the proximal end of the wire through the distal tip of the catheter and advancing through the shaft and out of the catheter hub. The wire loaded and advanced smoothly and without any issue. The wire was moved back and forth in the catheter shaft freely. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. While there was no evidence of any damage or irregularities contributing to the reported catheter freezing on the guide wire, it could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2017-12018. It was reported that the balloon catheter froze on the wire. The target lesion was located in the superficial artery. An .018 platinum plus¿ guide wire was advanced to the lesion. A 6.0 mm x 80 mm 135 cm ranger balloon catheter was advanced over the platinum plus¿ guide wire and the two devices became stuck together inside the patient. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported an the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-12018. It was reported that the balloon catheter froze on the wire. The target lesion was located in the superficial artery. An .018 platinum plus¿ guide wire was advanced to the lesion. A 6.0 mm x 80 mm 135 cm ranger balloon catheter was advanced over the platinum plus¿ guide wire and the two devices became stuck together inside the patient. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported an the patient's status was stable.